Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Lot number? Procedure and event date?

Event description:
It was reported that a patient underwent a hysterectomy procedure in 2022 and suture was used. During the procedure, the needle and suture separated when suturing. No adverse patient consequences were reported. Additional information was requested.